Event description:
It was reported that the patient underwent a posterior fusion. Sometime post-op the patient underwent and additional surgery to extend the construct due to fusion failing. During the removal of one of the screws the bottom half of the screw broke off and remained in the patient's bone. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The product was returned for evaluation. Visually confirmed both mas broken approx. 6-8 threads from the bone screw head. No material damage identified to fracture surfaces or bone screw thread that could contribute to potential failure. Microscopic examination of fracture surface reveal a fairly flat fracture surface with fine progressive striations, which are indicative of cyclic fatigue. Dimensional inspection of the bone screw confirms conformance to relevant print specifications. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue.